Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: complaint investigation. According to the complaint description, the device triggered alarm tf5507. It is important to emphasize that no patient was involved at the time of the event. Technical fault (tf) 5507 is triggered when the system detects that the air or oxygen inlet valve is unable to close properly. The root cause was identified as a defective mixer valve. In consequence (correction) mixer valve was replaced. Following the replacement, the device worked as intended.